Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2016 and the mesh was implanted. It was reported that the patient experienced urge urinary incontinence, urinary frequency, slow voiding, severe pain during defecation, dyspareunia, abdominal pain, back pain, hip pain, and pelvic pain.